Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was opened and taken out of the packaging and the device was "visibly not right". The jaws were completely malformed. Case completed with another device of the same product code. There were no patient consequences reported.